Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid resection procedure, after firing the device, a leak was found due to malformed staples. The procedure was converted to open to suture the anastomosis. The patient is fine.